Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a year prior to the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure.